Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: natural tibia cemented; p/n: 42532007101, l/n: 63548612, femur cemented; p/n: 42500006401, l/n: 63239722, palacos r 1x40 single; p/n: 00111214001, l/n: 85214571, all poly patella cemented; p/n: 42540000032, l/n: 63634814, articular surface fixed; p/n: 42512400716, l/n: 63052412. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05341, 3007963827 - 2019 - 00355, 0001822565 - 2019 - 05342. Remains implanted.

Event description:
It was reported the patient is scheduled to undergo a revision procedure due to loosening. Subsequently, no revision has occurred. No additional patient consequences were reported.